Event description:
On 03/17/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Two weeks later the pt reportedly developed signs and symptoms of claudication; doppler studies were performed and identified an obstruction at the right external iliac artery. On 04/20/1998 the pt was admitted to the hosp and underwent repair with graft placement. A verbal report from the initial reporter stated that the operative report identified the presence of scar tissue. Despite numerous attempts at further follow-up, there has been no supplemental info provided by the hosp at this time. As of 05/27/1998 there has been no further report of complication or pt sequelae made to the MFR.